Event description:
The information received from the reporter indicated that during a percutaneous coronary intervention of the medial ramus diagonalis 1 (rd1), the 2.25 x 13mm cypher select + failed to cross the lesion after three or four trials, therefore the physician decided to pre-dilate. The lesion had 80 to 90% stenosis. There was no difficulty advancing the balloon catheter through the vessel. When the stent was being withdrawn through a previously implanted cypher stent (implant date unknown) within the proximal left anterior descending artery (lad), the cypher was stripped off the delivery system. It was reported that the cypher did not dislodge. During withdrawal no friction, no bend, nothing was noticed by the physicians performing the procedure. The staff were wondering, why the old lesion could not be crossed again with any device (no balloon, no stent, just guide wires). Then the assistant to the professor reviewed all the materials used and noticed that the cypher stent was lost. Another angiogram was done with a more detailed window over the old lesion in the proximal lad was performed. A little shadow was noticed and then it was clear that this had to be the cypher stent. All other stents were mounted on their delivery balloons, except the cypher stent. A very small balloon (0.8 x 10mm) was used to pre-dilate the lost and floating cypher stent within the old lesion in the proximal lad. Thereafter another bigger balloon was used to over dilate the cypher stent for accurate wall appositioning. A new cypher was implanted to fix the over dilated cypher within the lesion. The initial lesion in the middle portion of rdi was treated with a b.braun coroflex blue stent. The device was prepped normally according to IFU. The contrast media used was ultravist 300 with a little bit of contrast and a bit more saline. The same indeflator was used with other devices. The patient did not experience any other adverse event. The patient is in stable condition.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The information received from the affiliate indicated that during a pci, a cypher select + dislodged while withdrawing product through a previously implanted cypher stent after repeated failure to cross attempts. The target lesion was the medial ramus diagonalis 1 (rd1). The previously implanted cypher stent in the proximal lad was reported to be patent. The lesion was described as 80-90% stenosed with no calcification or angulation. The lesion was pre-dilated before a 2.25 x 13 mm cypher select + was inserted. There was no tracking difficulty delivering the product to the lesion; however the product failed to cross the lesion after multiple attempts, so the product was removed from the patient by pulling stent back into the guiding catheter. The IFU notes that when removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The physician attempted to deliver a balloon to conduct further pre-dilation of the lesion in the rd1, but no devices, except guidewires were able to cross the previously implanted cypher stent in the proximal lad. At this time, the user inspected the sds of the complaint product and noted that the stent was not crimped on the balloon. The stent was then visualized under fluoroscopy within the previously implanted stent in the proximal lad. The reporter indicated that there was no friction, bends, or other anomalies noticed during withdrawal of the product. A very small balloon (0.8 x 10mm) was used to deploy the dislodged cypher stent within the old lesion in the proximal lad and post-dilation lad measured 3mm. A new cypher was implanted to fix the over dilated cypher within the lesion. The initial lesion in the middle portion of rd1 was treated with a b.braun coroflex blue stent after pre-dilation. The patient did not experience any adverse event and was reported to be in stable condition. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. The physician stated that the stent might have been stripped off the balloon while passing through the previously deployed stent during withdrawal. The information provided suggests that there are possible factors (withdrawing through a previously implanted stent) and/or procedural factors that may have contributed to these events.